Event description:
Richard wolf medical instrumentation corporation (rwmic) recently received a maude event report from FDA. Report indicated that during a laparoscopic procedure, the o-ring on the instrument fell off into patients abdominal cavity. After 10 minutes of searching, surgeon was unable to locate the o-ring. No injury to patient or staff reported. Request for additional information and photo of device sent to user facility, no response as of (B)(6) 2015. User facility: (B)(6).

Manufacturer narrative:
An investigation could not be completed as the actual device was not returned to the rwmic as of 03/04/2015. User facility indicated a third party repair service had placed the o-ring on the device in question. Device in question is part of a system (handle, sheath, insert). "O-ring" is used to keep the locking collar from sliding down the shaft of the sheath. In april 2005, rwmic modified the shaft design of the sheath. The ring was replaced by a change to the diameter of sheath (just past the locking collar), making a step, which stops the collar from sliding down the sheath. Design change indicates the device is at least 9 years old. One similar issue occurred on a 12 years old device (MDR#1418479-2014-00030). Labeling was reviewed and found to be adequate, ie intended use, indications and field of use, preparation and cautions. Rwmic considers this matter closed. However, in the event additional information is received, we will provide FDA with follow-up information.